Event description:
A report was rec'd via FDA's medwatch medical products reporting program that a pt developed keratitis while using renu (unknown type). In 2005, the pt went for a trip to another country for 2 weeks. The pt wore contacts the entire trip and had symptoms of eye redness and irritation. The pt suspected the condition was conjunctivitis and self treated with vigamox (2 treatments). Vigamox failed to work for the eye condition and the pt went an ophthalmologist. The ophthalmologist diagnosed white floaters in the cornea, corneal abrasions, and a superimposed bacterial infection. All were suspected to be secondary to a viral infection of the eyes. The pt was also diagnosed with keratitis with symptoms of photophobia, extensive eye discharge, and diminished vision. The pt was prescribed unspecified steroids and anti-inflammatory drops. She was unable to work three days. Following six months of treatment, with multiple unspecified medications and sometimes weekly visits to an ophthalmologist, the infection resolved. As of 2006, the pt was still unable to wear contacts comfortably.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records a review of batch records and testing of retain samples for numberous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.